Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one vacora biopsy needle was returned for evaluation. The investigation is confirmed based on the as-received condition of the sample. The device was returned with the vacuum hose disconnected from the syringe. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: precautions: the vacora biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications: potential complications are those associated with any percutaneous removal/biopsy technique for tissue sample collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. Equipment required: surgical gloves and drapes. Directions for use: depress the "multi-function" button to begin tissue sampling sequence. The sampling process proceeds automatically: a vacuum is created, the outer cannula of the probe is automatically retracted and the tissue is drawn by vacuum into the sampling chamber. The tissue is cut using both side walls of the sampling chamber and the rotating outer cannula of the probe. Remove the probe from the breast and position the sampling chamber in the sterile sample collection container (provided with the probe). Depress the "multi-function" button until the motor engages to expose the tissue in the sampling chamber. Depress the "multi-function" button a third time to close the sample chamber and initiate the "reset" cycle. The breast biopsy procedure may be repeated as needed.

Event description:
It was reported that during a breast biopsy, the tube allegedly came out from syringe while retreiving the second sample. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the tube allegedly came out from syringe while retrieving the second sample. There was no reported patient injury.